Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event. The manufacturer received information alleging that the device is alarm notice "unit blocked. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, it is observed that customer complaint is not reproduce, pca burnt. The device was scrapped. There was no serious patient harm or injury. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.